Manufacturer narrative:
(B)(4). Carefusion technical support advised the distributor, that the error message is usually a software check. It happens at power-up and is there to assure that the software stored in flash has not been corrupted. If this happens as a one-off, then it is not considered an issue. If the issue happens multiple times then it is likely a problem and the main printed circuit board assembly (pcba), and the main printed circuit board assembly needs to be replaced.

Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor reported getting a vent inop during pt use. They also noted that vt waveform was totally flat. The hospital staff switched the pt to another unit. There was no pt harm. The distributor evaluated the unit, however they were unable to reproduce the issue. According to the distributor, the error log had an error message "application crc check failed (2)". They wanted to know what that error message meant.